Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief and severe back spasms. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to device explant. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 21489713/(B)(6).